Event description:
It was reported device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A watchman trusteer access system (was) was inserted. A 27mm watchman flx pro closure device and delivery system (was) was inserted and deployed in the laa and successfully placed into laa. Release criteria were checked and met. Upon release, the closure device position appeared to be more atrial, which was different than pre-release. The closure device compression looked different on fluoroscopy and when checked on tee imaging, the closure device was now proximal and under compressed. The physician decided to try and grab the closure device with the intention to remove and implant a new device. Physician inserted a non-boston scientific (bsc) grasping device and removed the closure device from the laa. When trying to pull the closure device into the tip of the was, the non-bsc grasping device lost grip and the closure device immediately traveled to the left ventricle (lv). Left arterial groin access was obtained, and a non-bsc snare device was advanced up and across the aortic valve. The non-bsc snare device then snared the closure device in the left ventricular outflow tract (lvot) and pulled through the aortic valve and into the abdominal aorta. Right sided arterial access was obtained an a 14fr sheath was placed in the right femoral artery. A different non-bsc retrieval device was advanced into the distal abdominal aorta, and a tulip snare was then advanced, and the second snare grabbed onto the closure device. The original non-bsc snare from the left groin was released and removed. The closure device was pulled into the non-bsc retrieval device by the tulip snare, and all devices were then removed from the patient. An aortogram confirmed no tears or dissections of the abdominal aorta. The procedure was aborted. A post case debrief with physician was performed, and the physician stated a late tug test was performed, post release criteria check before releasing. The physician reviewed procedural fluoroscopy images and saw the closure device did move during this 'late tug' and stated he should have asked for release criteria to be rechecked and stopped then. The patient is fully recovered and discharged.

Manufacturer narrative:
H6 impact code added: imaging required.

Event description:
It was reported device migration occurred. A left atrial appendage (laa) closure procedure was being performed. Venous femoral access was obtained. Transesophageal echocardiogram (tee) was used for intraprocedural imaging. A watchman trusteer access system (was) was inserted. A 27mm watchman flx pro closure device and delivery system (was) was inserted and deployed in the laa and successfully placed into laa. Release criteria were checked and met. Upon release, the closure device position appeared to be more atrial, which was different than pre-release. The closure device compression looked different on fluoroscopy and when checked on tee imaging, the closure device was now proximal and under compressed. The physician decided to try and grab the closure device with the intention to remove and implant a new device. Physician inserted a non-boston scientific (bsc) grasping device and removed the closure device from the laa. When trying to pull the closure device into the tip of the was, the non-bsc grasping device lost grip and the closure device immediately traveled to the left ventricle (lv). Left arterial groin access was obtained, and a non-bsc snare device was advanced up and across the aortic valve. The non-bsc snare device then snared the closure device in the left ventricular outflow tract (lvot) and pulled through the aortic valve and into the abdominal aorta. Right sided arterial access was obtained an a 14fr sheath was placed in the right femoral artery. A different non-bsc retrieval device was advanced into the distal abdominal aorta, and a tulip snare was then advanced, and the second snare grabbed onto the closure device. The original non-bsc snare from the left groin was released and removed. The closure device was pulled into the non-bsc retrieval device by the tulip snare, and all devices were then removed from the patient. An aortogram confirmed no tears or dissections of the abdominal aorta. The procedure was aborted. A post case debrief with physician was performed, and the physician stated a late tug test was performed, post release criteria check before releasing. The physician reviewed procedural fluoroscopy images and saw the closure device did move during this 'late tug' and stated he should have asked for release criteria to be rechecked and stopped then. The patient is fully recovered and discharged.